Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number:. 1627487-2019-08155. It was reported that the patient was experiencing foot pain post trial procedure. The physician decided to pull the leads the same day on (B)(6) 2019. Patient had imaging done and everything was fine.